Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician noticed a fractured lead during the ipg replacement due to normal depletion. The physician replaced the lead. The pt was meet with the sjm rep for post-operative testing.